Event description:
A distributor in malaysia reported via a fisher and paykel healthcare (f&p) field representative that the audible alarm of a pt101 airvo 2 humidifier was not functioning. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). The subject device is no longer in use. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Product background: the pt101 airvo 2 humidifier (airvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. It's intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times.

Event description:
A distributor in malaysia initially reported via a fisher and paykel healthcare (f&p) field representative that the audible alarm of a pt101 airvo 2 humidifier was not functioning. There was no patient involvement. Further information received from the customer stated that the audible alarm is working normally.

Manufacturer narrative:
(B)(4). Product background: the pt101 airvo 2 humidifier (airvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. It's intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Method: the complaint airvo 2 was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: the customer initially reported that the audible alarm of the airvo was not functioning. The customer later reported that the audible alarm was working normally. Conclusion: without the return of the device we are unable to determine what may have caused the reported event. The customer has reported that the audible alarm is working normally.